Event description:
There was an allegation of questionable results lactate dehydrogenase acc. Ifcc ver.2 from the cobas pure c 303 analytical unit. Sample 1: the initial result was 460 u/l. The repeat result was 839 u/l. The repeat results from the customer manually programming the sample were 292 u/l and 300 u/l. Sample 2: (B)(6) 2026). The initial result was 700 u/l, and the repeat result was 200 u/l. The lower results were believed to be correct for both samples.

Manufacturer narrative:
The reagent lot number was 92987401 with an expiration date of 31-dec-2026. The field service engineer (fse) found that the fluid volumes utilized during the cell cleaning cycles were outside of optimal specifications. To correct this, the fse performed adjustments to recalibrate both the water and detergent dispensing levels for the cuvette washing mechanism, ensuring thorough decontamination between test cycles. The investigation determined that the service actions resolved the issue.